Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, after end to end anastomosis before securing the water test, there was unanticipated tissue loss and tissue damage as the stapler head; pressure plate has perforated the intestinal wall of the descending colon twice through the edge; after 1 perforation had to be resected and more colon length was gained, which was why the user had to mobilize the left flexure and lost a lot of time. After that, the head could be introduced into the fresh descendant stump without any problems and the anastomosis was performed. After the anastomosis, a dense intestinal tract was seen, but there was a ventral perforation of the intestinal wall of the descending colon 5 mm proximal to the anastomosis, so it was a different position of the edge of the pressure plate. The anastomosis had to be resected and a hartmann stoma created. The surgical time was extended by 30 minutes or more due to the product problem. The patient was hospitalized by 2-3 days and needed a second or third operation to restore bowel continuity to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, after end to end anastomosis before securing the water test, there was unanticipated tissue loss and tissue damage as the stapler head; pressure plate has perforated the intestinal wall of the descending colon twice through the edge; after 1 perforation had to be resected and more colon length was gained, which was why the user had to mobilize the left flexure and lost a lot of time. After that, the head could be introduced into the fresh descendant stump without any problems and the anastomosis was performed. After the anastomosis, a correct staple line and a dense intestinal tract was seen, but there was a ventral cavity perforation of the intestinal wall of the descending colon of 5mm proximal to the anastomosis, so it was a different position of the edge of the pressure plate. The anastomosis had to be resected and a hartmann stoma created. The surgical time was extended by 30 minutes or more due to the product problem. The patient was hospitalized by 2-3 days and needed a second or third operation to restore bowel continuity to resolve the issue.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation, based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection of the staple guide noted, the presence of a full complement of staples. The green bar was visible in the indicator window. And the safety feature was engaged. The anvil of the instrument was not tilted and separated from the instrument. The anvil cutting ring showed, no traces of knife impression. And the ring was received intact. Functional testing noted, the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window ,when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance, when the handle was squeezed. And the knife cut the media cleanly and completely. And a full complement of staples was deployed and properly formed. The device also produced all audible, tactile and visual indicators, during the functional testing. It was reported, that the patient had experienced a medical complication as a result of device usage. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed, prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.